Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('serious problems for me') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('serious problems for me') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority aemps, reference number: (B)(4) on 30-jan-2020. The most recent information was received on 24-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('serious problems for me') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-mar-2021: ha number received - (B)(4). Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.